Event description:
It was reported the camera head had a image shadows. It was unknown when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failure of r-unit (charged coupled device). A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the event was caused by a component failure of r-unit (charged coupled device). The most probable cause of the complaint is cause traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided by the customer: therapeutic procedure during single hole laparoscopic resection of prostate cancer. The procedure was completed using the subject device.